Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, before the operation, the surgeon informed of broken matrixmandible angle reconstruction plates. The plate broke when the surgeon was pre-bending the implant to fit a 3d printed model. There was no consequence as plate was broken pre-surgery. There was no patient involvement. Concomitant device reported: plate bender (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) ti matrixmandible 7x23 angle recon plate left. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part mfg date: 09-may-2013, manufacturing location: depuy synthes ¿ elmira, lot number: 7380038, part number: 04.503.739. DHR record review: a review of the device history record (DHR) revealed no nonconformances. The DHR shows lot# 7380038 of ti matrixmandible 7x23 angle recon pl left 2.5mm thick was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no nonconformances or rework noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Visual inspection: the returned implant was examined, and the plate was found to be broken along tab between the 11th and 12th hole (left to right). There is evidenced the plate was being bent as there are witness marks near the fracture. The received condition does agree with the complaint description and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, or post-operative trauma. No design or manufacturing defect or deficiency was observed during the investigation. A device history review, was performed for the returned instrument¿s lot number, no ncrs and no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review: a review of the raw material DHR revealed this lot met all specifications with no nonconformances or rework noted. Investigation conclusion: while no definitive root cause could be determined it is possible based on the complaint description the observed damage excessive bending may have led to the complaint condition during the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.